Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that poor sensing was observed on the patient's atrial lead. During a device change, attempts to replace the atrial lead were made, but failed due to the patient's diseased atrium. The physician elected to retain the lead. There were no adverse consequences to the patient. The patient was discharged from the hospital after the procedure concluded.